Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The de novo lesion was located in the severely tortuous left brachial vein. The lesion was severely calcified and 90% stenosed. The 7.0 x 40 mm sterling balloon catheter was advanced to the lesion. The balloon was inflated 3 times at 6atms for 15 seconds each inflation. However upon the third inflation, the balloon ruptured at 6atms after 15 seconds. The balloon was removed intact from the pt. The procedure was completed with a sterling 6.0 x 40mm balloon. No pt injuries or complications were reported. The patient's status is reported as "no problem."